Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2019-jan-23. The patient had experienced a change in therapy. It was confirmed that the catheter had a tear/hole/fracture during surgical exploration. The catheter was revised on (B)(6) 2019. The catheter was cleared and the drug concentration was changed. The pump was noted as having administered morphine with concentration 25 mg/ml at a dose rate of 13.698 mg/day and the new drug was morphine with concentration 10 mg/ml at a dose rate of .6 mg/day. On (B)(6) 2019 a consumer further reported that they had just got out of the hospital yesterday ((B)(6) 2019) due to the catheter revision that occurred on (B)(6) 2019.

Event description:
Additional information received reported that the healthcare provider rebuilt the catheter and confirmed csf aspiration. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On 02-nov-2018 it was reported that the patient had gone to see their doctor on (B)(6) 2018 as they felt that their pump/therapy had not been working since the pump was replaced in (B)(6) 2017 because they were not getting any pain relief. The doctor decided to do a dye study but could not aspirate from the cap (catheter access port) so did not perform the dye study. During the procedure, they pulled 300cc from a hematoma that was going to be tested for the contents. They were working on getting insurance approval to do a catheter revision on a later date. No further complications have been reported as a result of this event.